Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The event date is unknown. (B)(6). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02833 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, roll-off was not able to be achieved. The procedure was not completed due to this event. Reportedly, the generator has been used since this event without issue. There were no patient complications reported as a result of this event.